Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The device was not in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the device onsite and confirmed that the system did not boot up and system got stuck at 00:00. Review of the log file confirmed the reported malfunction of flex vision pc. Upon troubleshooting field service engineer (fse) ran philips pc diagnostic and found that flex vision pc failed. To resolve this issue fse replaced flexvision pc and reinstalled the software. The defective parts flexvision 2 pc no hdd was return to analysis, and it was concluded that the flexvision 2 pc no hdd middle frame grabber failure. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.